Event description:
Customer reported negative results for white blood cells (wbcs) and nitrites on the instrument but the microscopic results were positive. There was no report of injury as a result of this event.

Manufacturer narrative:
The cause for the discordant wbcs and nitrites results is unk.